Manufacturer narrative:
(B)(4). CAPA: remedial action/corrective action/preventive action/field safety corrective action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: the involvement of sculptra has not been established however a causal relation between the events and the treatment procedure cannot be excluded. The reaction occurred two days after the treatment. The case was assessed as serious due to the severity of the events and the long-lasting medical intervention that was required. No additional information is expected due to the missing reporter contact details. Additional comments: device could not be evaluated as device was not made available to the manufacturer.

Event description:
(B)(4) is a spontaneous report received on 15-jul-2016 from (B)(6). The case refers to a female aged (B)(6). The patient's medical history included a rapture in the pip breast implants in 2010, which caused an oedematous reaction of the entire body. On (B)(6) 2015, the patient received treatment with 4 ml sculptra (lot unknown) to face with unknown needle and unknown technique. 2 days later, in (B)(6) 2015, the patient experienced severe, autoinflammatory disease(autoinflammatory disease). The patient had a very severe inflammatory reaction of the face(implant site inflammation), with weakness of the entire body(muscular weakness), for which a dermatologist prescribed injections of cortisone 80 mg [cortisone] per day for three months and augmentin [amoxicillin sodium][clavulanate potassium](the dosage of the latter was not specified). Subsequently, the patient showed a severely deteriorated general condition with several dysfunctions: respiratory problem(respiratory disorder), movement problems(movement disorder), severe oedemas(oedema) and enlarged lymph nodes(lymphadenopathy). None of the tests that were carried out to date (lung CT scan, MRI, pet scan, muscle biopsy, etc.) Identified a cause. A physician (no further details) said: "subject under investigation. The involvement of sculptra&#59400;as not been established. It is possible that the medicinal product revealed an autoimmune condition." The reporter assessed the case as serious due to other serious medical condition. At the time of the report the autoinflammatory disease was not recovered/not resolved. Outcome for the other reported events was unknown.